Event description:
It was reported the patient underwent a lead revision due to stimulation in the wrong location. Following the revision, the patient was seen for reprogramming and was able to get better stimulation up to the buttock region but no longer in the back since the lead was "changed out". Additional information has been requested but was not available on the date of this report.